Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 51mg/dl at the time of the event. The customer was treated with food intake. Troubleshooting was performed and the customer stated that the pump need to suspend delivery at 90 mg/dl. The auto mode feature was active at the time of the event and advised that suspending the delivery may affect the auto mode system. No further patient complications were reported. The customer will continue using the insulin pump and it will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.